Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 300 mg/dl. The customer was asked if recalls any significant events leading to the alarm. The customer response is no, the insulin pump was not dropped or exposed to any moisture. The customer was advised that the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button due to corroded keypad traces. No button error alarms noted. The insulin pump as received with minor scratches on lcd window, cracked case on display window corners, cracked reservoir tube lip and missing end cap sticker.